Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, the customer had been experiencing difficulty charging the pump with the usb cable. The customer confirmed that the pump was able to be charged with a different usb cable. Customer's blood glucose level was 152 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.